Manufacturer narrative:
The evaluation of the device has not been completed.

Event description:
The customer reported that the ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.